Manufacturer narrative:
(B)(4) information was not provided by contact. : information unavailable. The device was not returned for analysis. A packaging lot number was provided. The manufacturing records were reviewed and we were unable to confirm the complaint or determine the cause potential/probable cause of the reported event.

Event description:
It was reported that some staples were not closing completely or falling out before they should come out.